Manufacturer narrative:
The subject ch-s190-08-lb has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ch-s190-08-lb to determine the cause of this phenomenon when omsc receives it. Ch-s190-08-lb instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure using the ch-s190-08-lb, the endoscope image on the monitor suddenly disappeared. The user cycled the power of the video system center to which the subject ch-s190-08-lb was connected, but the malfunction was not resolved. The subject ch-s190-08-lb was detached from the video system center and reconnected, however, the malfunction was not resolved. The user replaced the subject ch-s190-08-lb with another similar camera head and completed the procedure. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
This is a supplemental report to MFR report #8010047-2018¿00647. The subject ch-s190-08-lb was returned to olympus medical systems corp. (Omsc), and omsc investigated the device. The investigation of the subject ch-s190-08-lb confirmed the following details: when the subject ch-s190-08-lb was first turned on in the room temperature, an image appeared normally and no reported phenomenon was reproduced. Then, power was continuously supplied to the subject ch-s190-08-lb for 3 hours. A malfunction of no video image was reproduced that is considered similar to the reported malfunction. In an environment with a temperature of 40, a malfunction of no video image was reproduced about 1 minute after turning on the subject ch-s190-08-lb. In an environment with a temperature of 10, the subject ch-s190-08-lb was turned on and normal image appeared. No reported malfunction was reproduced. When only the video connector of the subject ch-s190-08-lb was heated, the malfunction of no video image was reproduced. From the above findings, the reported malfunction is considered to be a defect on the electric circuit that occurs when the video connector of the subject ch-s190-08-lb reaches to a high temperature. Considering that the subject ch-s190-08-lb has ages of more than 3 years from the delivery date, this defect is considered as an aging degradation or accidental malfunction.